Event description:
The customer contacted stryker to report that their device was not recognizing paddles when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The technician observed the customer was using AED/direct mode and the device is giving a connect cables message. The internal paddles should not be used in AED mode. It was determined the root cause was user error. The device was returned to the customer for use.